Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced back spasms due to the stimulation. In turn, the patient underwent surgical intervention wherein the physician performed a laminectomy and placed the paddle back in its original position, addressing the issue.

Manufacturer narrative:
A patient experiencing back spasms was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.